Event description:
A remstar device was returned to the third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the service center, the device was visually inspected and found evidence of foam degradation. During the evaluation, foam particles were observed, and dust contamination was found in the device. The device was scrapped.